Event description:
It was reported that the insulin pump over-delivered insulin. During the prime process, all but 20 units of insulin was pushed out of the infusion set. Customer tried to prime the insulin pump for a second time; the same incident happened again. Customer treated herself with glucagon tablets. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.